Event description:
It was reported on (B)(6) 2014 at 1515 hrs, the catheter was placed in the right radial artery of a (B)(6) male pt with copd exacerbation in the cctc. By 2300 hrs later that day the waveform appeared dampened and two blood draws occurred in between that timeframe. By 0800 hrs on (B)(6) 2014, there was no waveform and they were unable to draw blood from the catheter. As a result, the catheter was discontinued and a new catheter was inserted successfully. There was no delay in treatment and no pt death or complications reported.

Manufacturer narrative:
(B)(4).